Manufacturer narrative:
There were no discrepancies noted in the mfg history records for this lot. Device was visually inspected. Hardened case debris and some rust was noted on the unit. The debris and rust was removed and the unit was tested for proper function and performance properly for ten test holes. The reported failure could not be repeated. The internal components appeared normal.

Event description:
While performing craniotomy for tumor, the perforator tore the dura and plunged to superficial cortex white mattter of temporal lobe.